Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2021-06266. It was reported that during ipg replacement surgery the leads were displaced and explanted. As result, surgical intervention may occur on a later date to implant new leads.